Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported failed downstream occlusion testing however was unable to reproduce the symptom. During the evaluation, the downstream sensor had high fluid numbers. High ultrasonic readings have been known to contribute to failed downstream occlusion tests. The downstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, a downstream occlusion test failure occurred. There was no patient involvement.